Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that there was no medical intervention reported for this event. It was made reportable originally due to intravenous steroids being administered as medical intervention, however the customer has confirmed the steroids were part of a therapy plan (therefore pre-planned). No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure a patient developed anaphylaxis with in the first 3 minutes of using the 5% albumin. The initial symptoms were eye itchiness and scratchy throat at which point the procedure was paused and 25mg of IV benadryl was given. The symptoms resolved and the procedure was restarted and at the 5 minute mark the patient experienced projectile vomiting and the procedure was paused again with both 50mg of IV gravol and 4mg of IV zofran given. The symptoms again resolved and the procedure resumed at which point the patient began to develop a rash along the neck, top of hands and arms. After consulting with the apheresis doctor and tm doctor it was decided to stop procedure. The patient was treated with high dose steroids (1000mg of methylprednisone via IV) after stopping and it was decided to try again in the afternoon with normal saline rinsing the machine twice and prophylactic medication. Per customer patient was "stable and discharged" full patient ID: (B)(6) the collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure a patient developed anaphylaxis with in the first 3 minutes of using the 5% albumin. The initial symptoms were eye itchiness and scratchy throat at which point the procedure was paused and 25mg of IV benadryl was given. The symptoms resolved and the procedure was restarted and at the 5 minute mark the patient experienced projectile vomiting and the procedure was paused again with both 50mg of IV gravol and 4mg of IV zofran given. The symptoms again resolved and the procedure resumed at which point the patient began to develop a rash along the neck, top of hands and arms. After consulting with the apheresis doctor and tm doctor it was decided to stop procedure. The patient was treated with high dose steroids (1000mg of methylprednisone via IV) after stopping and it was decided to try again in the afternoon with normal saline rinsing the machine twice and prophylactic medication. Per customer patient was "stable and discharged" full patient ID: (B)(6). The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.